Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, leading to the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.